Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing could not be conducted properly due to leakage from insertion section and bending section cover (a-rubber). The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had reduced angulation during preparation for an unspecified diagnostic procedure. The intended procedure was completed with no delay, using a similar device. There was no report of patient harm. The device was returned, evaluated, and the inside of the light guide lens was discolored. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the angulation in the up direction was out of standard value due to a worn angle wire. In addition to the discoloration found inside the light guide lens, other evaluation findings are as follows: the scope cover was deformed; there was corrosion in the electrical connector due to leakage; there was a white scratch on the image due to a broken charged coupled device unit; there was another scratch on the charged coupled device lens; there was waterproof failure, and the insulation resistance value was out of standards due to a pinhole at the connecting tube; the water supply quantity was out of standards due to a deformed nozzle; the gap in the upward/downward knob was out of standards due to a worn angle wire; there was waterproof failure due to a cut on the bending section cover; the image had a partially dark area due to a scratch on the charged coupled device lens; the light guide lens and the bending section cover adhesive were broken; the connecting tube was corrugated; and the coating on the connecting tube was peeled off. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.